Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
Patient ID: (B)(6). It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two proglide devices were successfully placed. The tavi procedure was completed. Reportedly post procedure, iatrogenic minimal dissection of the right common femoral artery but normal distal flow was noted; therefore, it was deemed that the procedure was complete. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the reported information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. The patient effect of vascular dissection is listed in the electronic proglide instructions for use (IFU), as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6 correction: health effect - impact code 4613 removed.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to 14f and the tavi procedure was completed. Reportedly post procedure, iatrogenic minimal dissection of the right common femoral artery but normal distal flow was noted; therefore, it was deemed that the procedure was complete. Both proglide devices cause or contributed to the right common femoral dissection. The dissection was medically managed (compressive bandage). There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.